Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the gooseneck snare. It is reported that part of the radiopaque marker came off during the case. No further clinical sequelae reported for this event.